Manufacturer narrative:
One sample unit was provided for evaluation by our quality engineer team. Upon inspection of the sample, it was observed that the expansion chamber functioned properly. As a lot number was not available for this incident, a production history review could not be completed and additional retained samples could not be investigated. During the manufacturing process, regular inspections are performed to ensure product meets specifications. If the protector is used more than once, liquid can accumulate and oversaturate the filter. This oversaturation can create a pressure around the filter and prevent proper air release to the expansion chamber. If liquid accumulates in the internal face of the vial rubber stopper, it can result in the same pressure. It is recommended that the instructions for use are carefully followed when using this product. The defect was not confirmed. No actions needed.

Event description:
It was reported that bd phaseal protector p50j failed to have bladder inflate during use or safety failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50j failed to have bladder inflate during use or safety failure. No serious injury or medical intervention was reported.